Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. The distributor recommended the serial interface board to be replaced to resolve the issue. The customer declined ge service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.